Event description:
Aneurysm approximately 6 years and 4 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft was explanted due to a type 2 endoleak from a lumbar artery with aneurysm enlargement to 8.5 cm. There was also a 2.5 cm right common iliac artery aneurysm. When the aneurysm sac was opened, there was fresh clot seen in the back layer indicating an endoleak from a lumbar. A large amount of gummous material was removed. There was no type 1 endoleak present. The explanted stent graft was replaced with a 24 mm diameter conventional graft. The explanted stent graft was retained by the user facility. No additional information was provided.

Manufacturer narrative:
Evaluation results: type 2 endoleak.